Event description:
When using an infant flow sensor, an accessory of this device, hosp staff noticed that one of the two filter screens (one on each end) was missing. The screen was found in the swivel adaptor attached to the baby's tracheostomy tube. This screen did not migrate into the tracheostomy tube and this screen did not obstruct air flow. A serial number was not provided as it was not known and as the reported event was against the p/n 15420 infant flow sensor, an accessory of this device, and not this device.